Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient is not able to hear with the device. Prior to this event, the patient was having benefit and was reportedly satisfied. Re-implantation is scheduled at the end of (B)(6) 2016.

Manufacturer narrative:
Damage to the lead wire of the conductive link as it might be caused by an incomplete device immobilization was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient is not able to hear when using the device though he was having benefit and was reportedly satisfied prior to this event. The patient has been re-implanted.